Event description:
Trocar sheath fractured and broke from handle assembly. After procedure, the surgeon determined there was no presence of a foreign body within the patient. No additional intervention was required.